Event description:
It was reported that while advancing the delivery catheter through the sfa stenosis, the stent was partially released despite the shipping lock being fixed to the handle. The physician was able to remove the delivery system and used another one to continue the procedure. There was no report of injury to the pt.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the us PMA#: p070014. The event investigation is currently underway.